Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d9, g1, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, olympus found the receptacle socket was rotated and pins of it was damaged, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the connector had broken off pin. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Event description:
It was reported that the connector had broken off pin. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.